Manufacturer narrative:
The subject scope was not returned to the service center for evaluation. The cause of the reported positive culture cannot be determined at this time as the investigation is ongoing. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The manufacturer was informed that during a post market study for duodenoscopes, the scope tested positive for pseudomonas oryzihabitans after reprocessing. The scope has been ethylene (eto) sterilized after high level disinfection. There was no patient injury reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the summary of the root cause for the post market surveillance with the referenced tjf study. The OEM's (omsc) investigation determined that the probable cause of contamination was due to environmental contamination during sampling based on following: pseudomonas oryzihabitans is waterborne. There was a sink in the sampling area.